Event description:
It is reported that: pt states that she has a limp that has never subsided since the surgery. It is affecting her back and she now has back pain. Pt states that her general physician ordered a nerve conduction test on her right leg in (B)(6) 2011 and she was told that her reflexes were not responsive. She has seen moderate improvement but is still not fully restored. Pt states that she has occasional groin pain that shoots down her leg. When she is driving or sitting too long she experiences intense pain that goes from the back of the incision site down to her toes. She states that her doctor suggests her pain is not caused by the hip implant but possibly form sciatica or her back. Her last visit to the doctor was either the end of (B)(6) 2012. She is unsure of the exact date and month. The surgeon recommended that she take arthritis pain medication for relief. Pt states that since the implant her right knee always feels like it is asleep and heavy. She requested an MRI to identify the cause of her limp and pain but the surgeon feels it is not necessary and has not ordered one. Pt stated that she has read her medical records from the implant surgery which state the doctor initially inserted a hip implant that was not the proper size, so he removed it, adjusted to the next size up and was satisfied. Pt is concerned that she can't exercise and can't walk any distance and is still experiencing pain and limping. She still wants an MRI and additional testing. Pt says she is sure she has a stryker implant but is not sure what model. She would like to know if her parts are subjected to recall. She will fax over her implant sheet.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.